Event description:
I was donating plasma & two employees moved the needle that was still in my arm to find a vein to keep blood flowing out & the result of them doing that I received a bruise on my right arm & I still have pain in my arm three months later & I have to do physical therapy because of them moving the needle in my arm twice.